Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (B)(4), expiration date: 2019-03-01, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the final angiogram revealed an unknown type iii endoleak. The physician could not determine if the endoleak that appeared on the posterior part of the endurant stent graft at the intersection of the contralateral limb and the left extension leg. The physician elected to implant an endurant iliac limb. This section was molded with a reliant ab46 and the type iii unknown endoleak was resolved. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: review of angiograms during implant revealed that the endurant ii bifurcate was brought up the right side and implanted just below the renal arteries. The contra gate opened in the a-p orientation. The distal ipsi limb was implanted into the right common iliac artery. The contra limb was placed proximally into the gate overlapping the gate ~30mm (5 - 10mm below the flow divider) and was positioned distally into the left common iliac artery. The right/ipsi limb was then seen extended ~30mm with another endurant limb into the distal portion of the right common iliac artery. Ballooning within all the stent graft components was then performed, followed by angio injection from above the level of the suprarenal stents. Contrast blush was seen coming from both sides of the limbs just below the level of the contra gate distal ring. After pulling down the injector inside the aortic body, injection from near the level of the flow divider again showed a similar endoleak which was coming from either the right or left limb and just below the level of the gate. Only a-p image views were seen, which limited the extent of the endoleak source/cause determination. The final angio image revealed that an additional endurant limb was implanted within the left/contra limb, implanted proximally from just above the flow divider, and extending distally ~40mm below the level of the gate ring. The endoleak appeared to have resolved. The exact type and cause of the endoleak seen at the end of the implant procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. During final angio contrast blush was seen coming from both sides of the limbs just below the level of the contra gate ring. It was unclear which limb was the source as only a-p views were seen in the films provided, which limited the extent of the endoleak source/cause determination. The final angio image revealed that an additional endurant limb was implanted within the left/contra limb, implanted proximally from just above the flow divider, extending distally ~40mm below the level of the gate ring, and the endoleak appeared to have resolved. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.